Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and was not able to clear the alarm. The customer's blood glucose level was not impacted. The customer declined to further troubleshoot.